Event description:
It was reported that the patient's abdomen was "hurting". Surgery was begun with the intention of moving the device with lead extenders. Testing during the surgery found that the ventricular lead was stimulating the muscle. The device, which was abdominally implanted, was removed and replaced with a device in the left pectoral region, and the ventricular epicardial lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.